Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having an MRI and thought the MRI was due to having some stenosis or needing to clean it up. The patient stated that the device was turning up and down on its own. They would just be standing and then it went out when they would be doing nothing. The patient had been falling a lot. They did not feel their feet as well. The patient stated that their leg was pretty much numb from the groin down. There was pain across their right hip and down their leg. The last three toes were numb. The patient could feel a ¿big gumball¿ behind their knee. The patient thought it was from their partial knee replacement. The patient had gone to their knee surgeon who stated that they could not see anything there. The surgeon though it was from their back. It was like a charlie horse. The patient had fire pain on the ball of their foot. Stimulation did not help with the back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.